Event description:
It was reported that the ventricular lead exhibited no capture in unipolar and thresholds of 7 v, 1.5 ms in the bipolar configuration. In february 2008 capture thresholds were 6.5 v, 1.5 ms in unipolar and 7.5 v, 1.5 ms in the bipolar configuration. The patient was paced less than one percent in the ventricle. The patient was not pacemaker dependent and would be monitored.

Manufacturer narrative:
No medwatch form was received.